Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
A medtronic representative reported that the emitter was placed directly on the top of the bed with at least 2 inches of padding. On 6/27/2017 a medtronic representative went to the site to perform a system checkout. Rep reported that the tracking was better when the nose was in-line with the navigation system logo rather than the ears being in line. System passed all testings and is working normally. -no parts were replaced. -no parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure it appears that there is a dead space with emitter during instrument tracking. During troubleshooting representative reported that the emitter was laying flat on the bed with foam between patient head and emitter. The rep also tried adding some space between bed and emitter. The procedure was completed with the use of navigation. There was no delay to the procedure. No impact on patient outcome.